Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) that encountered the issue, then further checked the machine & found the drive manifold is suspected to be defective. So, need drive manifold for testing purpose. The fse replaced the drive manifold. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The fse handed over equipment to customer in working condition.

Event description:
N/a.

Event description:
It was reported by getinge field service engineer (fse) during preventive maintenance that cs100 intra aortic balloon pump (iabp) was not passing the pneumatic test. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: a unit of (B)(6)). A supplemental report will be submitted upon completion of our investigation.